Event description:
The user facility in the united kingdom reported that fibers were found in the patient's eye during the procedure. They believe the fibers are linked to phaco cassettes and needed removal. Although the facility reported there was an increased risk of infection, no further complications have been communicated to date. Additional information was requested.

Manufacturer narrative:
This investigation is ongoing.